Event description:
It was later reported that the explanted items were not returned and the patient was doing well. No further information was available.

Event description:
It was reported that the patient had a catheter migration out of the intrathecal space and into the abdomen. This was discovered during an unrelated procedure. The catheter was going to be re-implanted; however, it was found that there was a possible infection in the spinal area (refer to manufacturer report #3004209178-2012-12239 as it pertains to the potential infection). Due to the potential infection, the replacement of the catheter was delayed. It was stated that the pump would be implanted, but filled with saline and run at minimum rate. Three days later, it was reported that the initial procedure was to replace the patient's pump. The managing physician reported an excess of fluid exiting the pump pocket site upon refill attempts. Also, during refill attempts, the pump indicated that the reservoir was empty, which concerned the physician. The details of these events were unclear, but it seems as if the physician wasn't expecting the pump to be empty. There were no confirmed patient symptoms related to this event; however, the pump and catheter were to be explanted. The drug used in the system was infumorph. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID neu_unknown_cath: serial# unknown. Implanted: (B)(6) 2012, product type: catheter. Product ID 8583, lot# n318634, implanted: (B)(6) 2012, product type: accessory. (B)(4).